Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low, and that it was alarming due to low inspiratory pressure and higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low, and it alarming due to low inspiratory pressure and higher peep than set were confirmed. The asp reseated the internal flow transducer (ift) and external flow module (efm), as well as the harness wiring and tubing which resolved the reported issues. Proper device operation was then observed through functional and performance testing. Reseating the ift, efm, wiring harness and tubing resolved the reported issue, indicating that there was a leak/connection issue with one or more of those components, however, further component level cause could not be conclusively determined.

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).